Manufacturer narrative:
The investigation is underway and a follow up report will be submitted at completion.

Event description:
During the ercp procedure and attempts to introduce the stent on the guide wire, the prosthesis did not expand and there were major problems with its removal from the bile ducts. After several attempts, the stent was removed through the working channel of the endoscope.

Event description:
During the ercp procedure and attempts to introduce the stent on the guide wire, the prosthesis did not expand and there were major problems with its removal from the bile ducts. After several attempts, the stent was removed through the working channel of the endoscope.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1643060 involved in this complaint was returned for evaluation, with open, original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 05th march 2020. In summary the following results were observed in the lab evaluation: flexor was found to be kinked. Stent was partially deployed on return. Handle was actuating fine without any issues, stent fully deployed without any issues. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1643060 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1643060; upon review of complaints this failure mode has not occurred previously with this lot #c1643060. The instructions for use ifu0062-6 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient anatomy or handling of the device resulting in the kink which, when the device was inside the patient, may have led to the deployment issues and then as the stent was partially deployed the removal difficulties also. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.